Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was leaking blood from the bottom of the unit out of the vent upgrade set-up. The fluid level also did not match the display reading. The board kit was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the unit was leaking blood out of the bottom. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon investigation it was reported that the faulty board tested caused both cylinders to report inaccurately. No additional information is available.